Manufacturer narrative:
Imagery was provided by the site and reviewed. A burst balloon was confirmed per fluoroscopic imagery provided. The balloon burst at full inflation. During withdrawal the burst balloon could be seen interacting with the sheath tip, confirming the withdrawal difficulty. Additionally, imagery provided confirmed separation of the distal tip / nose tip after the delivery system¿s removal from the sheath. DHR review was performed and did not reveal any manufacturing non-conformance that would have contributed to the complaint events. The events were confirmed with the imagery provided by the site. A detailed root cause analysis for similar returned complaints has been summarized in an edwards technical summary. The technical summary provides a rational as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; including factors on why deployment of balloons on thv delivery systems are subjected to increased risk of burst in a calcified annulus. The technical summary also outlines the extensive manufacturing mitigations (which are currently still in place) to prevent this type of malfunction (100% visual and dimensional inspections, 100% leak testing, and balloon burst testing on a sampling basis during pv testing that occurs with every manufactured lot). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As mentioned in the case notes, there was calcification present within the bioprosthetic valve. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressure well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanism such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, as the balloon was ruptured, the altered balloon profile can be more susceptible to catch on the distal end of the sheath tip which would have led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then could have led to the reported separation of the distal tip, nose tip/balloon component. Per the complaint description the separation of the nose tip did not occur until the delivery system was forcefully pulled halfway through the sheath. As such, the reported events discussed in this complaint are related to the details outlined in the technical summary. In this case, the balloon burst would have aided in the withdrawal difficulty and separation of the balloon. Available information suggests that patient factors (calcification) and/or procedural factors (removing a delivery system with burst balloon through sheath/excessive device manipulation) likely contributed to the reported event. Given that there is no evidence of device malfunction and the reported failure mode did not exceed the complaint trending control limits for (B)(6) 2020, a full engineering evaluation is not required. No corrective actions are required.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transapical approach double valve replacement (aortic and mitral) within pre-existing surgical valves, the certitude delivery system balloon ruptured during the deployment of the aortic valve (which was done first in this procedure). The valve was fully deployed perfectly, however it was difficult to remove the ruptured balloon delivery system. During withdrawal of the delivery system, it became stuck while attempting to withdraw it through the sheath. The delivery system broke and the nose cone and balloon were stuck at the lvot. A snare was used successfully to remove the detached portion of the delivery system from the patient.